Event description:
While closing the door. Which had opened fully, the door would not close. Upon further inspection, it was noted that the metal piece on the top of the door was no longer sealed together at the interior corner. Door had to be removed from its hinges.